Event description:
The plaintiff's attorney alleged that the decedent was hospitalized due to extremely low blood pressure (hypotension) on (B)(6) 2011; and experienced a cardiovascular event subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products; associated MDR's #: 1225714-2013-00858, 00859, 00861.